Event description:
It was reported that they had a problems with a handle, which got stuck to the screwdriver bit. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.